Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that her continuous glucose monitoring device was alarming excessively and upon inquiring further, it was discovered that she had been treated for low blood glucose levels on (B)(6) of 2014. Paramedics responded to the customer's home and treated her with manual insulin injections. Customer declined being taken to the emergency room. Blood glucose level was 20 mg/dl at time of hospitalization. While troubleshooting the alarm, customer stated that she attempted to use sensors but sensors had expired. Customer also stated that her blood glucose level was 65 mg/dl the night prior to the event, but she was too tired to treat. Nothing further reported.